Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the surgery date. Latest preventive maintenance performed and confirmed device met specifications as per service installation record. Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user skipped gas change and scanner test, performed the necessary energy check, eye tracker and fluence test without any issue. The logfile shows seventeen successfully performed treatments. The reported treatment could be identified in the logfile. Logfile shows that the eye tracker was turned off by user before firing. The treatment for the right eye was performed successfully without interruption and the user has performed an energy check before this patient. The energy was stable the whole day. No technical problem can be identified during logfile review. The root cause could be determined as user error. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that pupil unable to captured (would not track) by the system in the right eye of a patient, during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).